Manufacturer narrative:
Originally user had stated chair had moved on it own. A follow up with user and user stated the chair will not drive with replacement components. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.

Event description:
The consumer alleges the chair drove by itself and damaged the chair. No injury is alleged.